Event description:
A caller reported a cgm error related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the caller through a pump reset, which successfully resolved the issue, allowing the customer to start their sensor session.